Event description:
Litigation alleges the patient suffers from metal ions and particles released into blood and tissue because of friction and wear; pain, discomfort, inflammation, popping and snapping sensation when walking or sitting.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/29/15- pfs received. Pfs reviewed for MDR reportability. Pfs reported patient was unable to walk or move leg 3 years after surgery and left leg felt paralyzed. No medical records attached. An unknown stem is being added for the alleged metal ions. The complaint was updated on: jan 20, 2016

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.